Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported the patient presented to the hospital due to a device alert. Device interrogation was completed and high right ventricular lead impedance was observed. The lead remains in use and replacement was refused by the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).